Event description:
It was reported the patient felt they may have dislodged or accidently moved the internal neurostimulator (ins). The ins was turned off. With the ins off the patient had pain across her right shoulder blade and pain and "pins and needles" in her upper right arm. Patient reported that the pain was at its worst when she reclined. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2010 (B)(6), product typ lead, product ID 37752, serial# (B)(4), product typ recharger, product ID 37743, serial# (B)(4), product typ programmer, patient. (B)(4).